Event description:
Customer reported a possible malfunction on the analyzer. Two glucose reports were issued (results of 118 and 55) on one sample. Repeat testing indicated results of 117 (original tube) and 112 (aliquot). The original sample tube was again tested with a result of glu = 117. No known patient injuries associated with this event.